Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
A device report from (B)(4) indicates during a scaphoid procedure, two drill bits were broken. One bit was used with a power tool and one bit was used by hand with the bits being in the guide wire. Several pieces of the drill bits were left in the pt.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. All features that could be measured met specifications. Examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Values are in compliance with ao asif specifications. The fracture face of the drill bit is homogenous which indicates material conformity. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence. We can only assume that an undue metallic contact or too much lateral stress caused the breakage.